Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/11/2015.

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter, the device would not close during use. There was no injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter : when they tried to squeeze for closing, it would not close." At this time, it will be assumed that the jaws would not close.